Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were visualized, and a valve leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Preparation of the faradrive sheath had been done in accordance with the instructions for use. Transseptal puncture was performed with a non-boston scientific (bsc) needle and sheath. After the introduction of a guidewire into the left superior pulmonary vein (lspv), the faradrive sheath was removed. The guidewire was held in place in the lspv. The faradrive sheath and dilator were then introduced into the patient over the wire. The dilator and guidewire were removed, and the faradrive sheath was aspirated and slightly tapped to remove any air bubbles in the system per the instructions for use. Following the aspiration of the faradrive sheath, a farawave catheter was introduced into the faradrive sheath until the distal part of the catheter was visible in the sheath. The faradrive sheath was aspirated again, however, during this step, many air bubbles were seen in the faradrive sheath. The farawave catheter was removed from the faradrive sheath and leaking of the faradrive sheath valve was noted. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.